Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that they have had several calibration failures for tg (triglycerides), phs (phosphorus) and hdld (direct high density lipoproteins) on the unicel dxc 800 synchron system. Customer reported that there was pink coloring in tube 1a of the cuvette wash station. Customer reported that the cartridge chemistry (cc) sample probe was dripping into the drip well indentations in the reaction wheel cover. Customer reported that the dripping stopped when the stop button was pressed. Customer reported that the fluid that dripped was deionized water. Cts guided the customer through replacement of the cc sample t valve. Customer reported that leakage of the cc sample probe stopped after replacement of the cc sample t valve. Cts instructed the customer to calibrate all chemistries, run quality control (qc) on all chemistries and perform a 10 replicate precision runs on biorad liquichek 2 for tg, hdld, phs and uric acid. Customer reported that all calibrations passed after the replacement of the sample probe and all quality control was within lab established limits. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.